Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the programmer was turned on, an error message appeared. The call stated that the programmer had been sitting in a cold car overnight and just brought in and powered up when error appeared. Technical support (ts) told caller to turn programmer off and allow it to reach ambient room temperature and then power on. The status of the programmer is unknown. There was no patient involvement.